Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, g.3, h.3, h.6. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, deformation, wear abrasion. And was observed after autoclave cycle: cloudy gel, air voids between shell and gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.